Event description:
It was reported that the patient experienced balloon fluid loss with their ams800 artificial urinary sphincter (aus) . The balloon was replaced with a new aus 61cm prb. Further information was requested and not yet received. Should additional relevant details become available a supplemental report will be submitted.